Manufacturer narrative:
01/27/25 cn hpc# (B)(6) sterimate# 201609 emf hp; cable, conn/gun cable crsn/rust found that the pins on sterimate handpiece and prongs on handpiece cable are corroded causing intermittent unit activation, both will need to be replaced. Poor or no water flow due to soiled and debris buildup in the water solenoid hardened, soiled and deteriorated water hose. Worn and peeling foot control pad. Worn battery door will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: no aux cable with unit.

Event description:
While using a cavitron plus g136 allege that they have no water flow and the handpiece is overheating, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.